Event description:
Infection: insertion of a left femoral a/v graft early january. Re-presented due to swelling, pain, redness and heat in left thigh. Measures 21x15cm. Induration present. Open wound present ~2cm. Exudate of creamy material. Cellulitis present. Surgery done mid-january (13 days post-implant) for infected left thigh graft with thrombosis of greater saphenous vein in the sapheno-femoral junction.